Manufacturer narrative:
Evaluation summary: the instrument was returned in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to mfg requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy, the clips were scissoring during the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.